Manufacturer narrative:
Investigation summary: no product was returned for investigation. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in (B)(4) would have to be provided. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1932234. Device history batch: subcomponent lot: n/a. Device history review: device with sn: 603340 passed all post sterile inspection checks.

Event description:
The user facility reported that during impella 5.5 support, the patient was moved out of bed to a chair but had sustained ventricular tachycardia. Levophed was increased and the patient was taken back to bed. The patient likely will need a longer duration of impella 5.5 support per the medical doctor. Additional information was received from the area clinical consultant. The device is not available for return and the ventricular tachycardia had nothing to do with the impella.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.